Manufacturer narrative:
Concomitant products: product ID 37092, lot# 279720001, implanted: (B)(6) 2011, product type accessory; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. It was noted that the battery was at end of service (eos) due to three overdischarges. It was noted that the implantable neurostimulator (ins) was received with no telemetry. After a physician mode recharge was performed and the battery recovered, the eos bit was observed on a patient programmer due to the three overdischarge counts. According to the trace report, poor coupling (0-6) bars were observed on five of the recharge sessions. Good coupling (8 bars) was observed when a recharge session was performed in the analysis lab. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ultra ins, indicating that this ins is working correctly with a recharger.

Event description:
Additional information received reported that in regard to the last overdischarge, (B)(6) 2014 was an approximate date for when the patient first reported loosing stimulation. It was noted that the patient did not have unusual settings that were out of range. The patient had a program from the right, one for the left, and one for the back. It was noted that the patient was able to demonstrate that she knew how to charge and knew that she needed to have 6 or more bars for effective charging. No diagnostics were performed as the system was completely discharged at the time of the visit. The reporter noted that the patient was doing well and receiving effective therapy. The reporter noted that she could not recall the specific dates of the first and second overdischarges.

Event description:
Additional information received reported that that cause of the event was determined as device related and that there was battery failure. It was noted that the patient recovered without permanent impairment.

Event description:
It was reported the patient¿s implant had depleted prematurely due to third overdischarge. It was noted a physician mode recharge was attempted and did not reset the device. It was reported the implant was replaced. It was noted the patient had pain at their back and lower extremities.